Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps in the tubing and luer lock. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a correction bolus. Tandem's technical support instructed the customer to prime the air out of the tubing.